Event description:
A malfunction was reported on the pump, which showed a malfunction code of malf 5. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.